Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a urinary tract infection and was taking pills. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot#: unknown, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be) which started on (B)(6) 2017. It was reported that the trial patient had a urinary infection. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was reported as not resolved at the time of report. Additional information received on (B)(6) 2017 reported that when the patient woke up on the morning on report and their ¿remote¿ was off. The patient contacted their doctor who referred them to another ¿guy¿. It was noted that it was thought the ¿leads may have moved if she's not feeling stim tonight¿. It was noted that the remote was currently on now. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved. No surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Based on additional information received, previously reported "outcome attributed to adverse event" has been updated to none from other checked: based on additional information received, previously reported "type of reportable event" has been changed to a malfunction: based on additional information received, previously reported patient code of (B)(6) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that the (B)(6) started prior to the evaluation. No further complications were reported.